Manufacturer narrative:
A ge representative evaluated the system but no conclusion can be drawn as further repair information is not available.

Event description:
The customer reported that the system locked up during use. No pt serious injury or death was reported related to this event.